Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the catalog number and lot number were unknown. No root cause could be determined as the complaint could not be confirmed. Product information is unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that a patient developed an induration which was associated with use of the device. No medical or surgical intervention was reported.